Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery for th10-l1(plf). On (B)(6) 2016, the patient underwent the surgery with the peek(l1-2 plif). Although the surgeon tried to insert peek by the inserter, peek was broken. Therefore the surgeon changed the peek to another size. However, the surgeon could not insert the peek. The surgeon changed the procedure.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: upon visual inspection, the implant was found to be fractured. No manufacturing issues were discovered. All units were designed in accordance with stryker specifications. Conclusion: the most probable root cause is too small of a disc space/inadequate disc space preparation for the selected spacer size, leading to too much force on the implant causing the implant fracture.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery for th10-l1(plf). On (B)(6) 2016, the patient underwent the surgery with the peek (l1-2 plif). Although the surgeon tried to insert peek by the inserter, peek was broken. Therefore the surgeon changed the peek to another size. However, the surgeon could not insert the peek. The surgeon changed the procedure.